Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call the sensor always 30 to 40 point off. Customer;s blood glucose level was unknown. The sensor will not be returned for analysis.